Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the home choice (hc) during use, during fill 1. The hp only changed the cassette and not the bags. The baxter technical service representative (tsr) advised the customer to start over using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a check heater line alarm and he said he was able to resume therapy after changing out all the supplies. The customer used a different cassette from a new box. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.